Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology foreign matter was discovered alongside the needle. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about foreign matter of iagbc. According to the customer's report, a black fm was found between the needle and the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology foreign matter was discovered alongside the needle. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about foreign matter of iagbc. According to the customer's report, a black fm was found between the needle and the catheter.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology foreign matter was discovered alongside the needle. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about foreign matter of iagbc. According to the customer's report, a black fm was found between the needle and the catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/19/2022 . H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unused unit and eleven photos. Upon visual inspection, multiple black specks of foreign matter were present in the package seal, on the catheter adapter and on the catheter tubing. The reported defect was confirmed. As some of the foreign matter was found in the package seal, it is most likely that the defect originated during manufacturing/ packaging. Microscopic inspection found that the foreign matter, found in all the locations, was similar in characteristics. They were all solid clumps of black and grainy material. As foreign matter was present in the fluid path, the unit was sent for material analysis so that the foreign material could be identified. Material analysis found that no spectral results could be acquired from the material, indicating that the material was metallic in nature. Metallic material, like the one observed, can originate at multiple points throughout the manufacturing process. As the packaging process takes place mostly behind guards, the most probable source of the material is from equipment wear and tear. Preventative maintenance is performed to maintain and ensure proper functioning of equipment. Pm records were verified to be up to date during the production of this lot. Additionally, visual inspections are performed during manufacturing at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.